Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump shut off unexpectedly. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.